Event description:
The complainant alleged that during an attempt to defibrillate a pt (age and gender unknown) the device displayed "defib fault 72", "defib fault 80", and "discharge fault" messages. Also found the device's charge button is difficult to activate. The clinicians were able to obtain another device to treat the pt. Multiple telephone calls were made to get pt's info and to determine if the reported malfunction had a adverse effect on the pt. To date the complainant has not responded to co's telephone calls.